Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received battery test failed alarm and shut off and I changed the battery and noticed when I took the battery out it was black at the top and when I put the back in it turned off after a few minutes and said no power. Customer stated that there was a white powder on contacts of battery cap. Battery compartment and spring was neither corroded nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.